Event description:
It was reported that the patients external charging system was having difficulty to connect or stop beeping over the ipg. It was also reported that the patient was having charging issues. The patient underwent an ipg repositioning procedure and was doing well postoperatively. All components of the device remained implanted, and nothing was explanted.